Manufacturer narrative:
Correction: product ID: 9733467, software version: 2.3. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: product ID: 9733467, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that for the last month or so, the system had been having trouble booting and unexpectedly exiting. Either the system would say "no input" immediately on bootup or the site would be in the ear, nose & throat (ent) software loading exams and it would go to "no input" before restarting itself. It was noted that sometimes the system needed to be hard rebooted to get it to fully boot up. There was no patient present when this issue was identified. A manufacturer representative was on-site and was unable to replicate the problem.